Event description:
It was reported that the device was used during a laparoscopic sigmoid colon resection. The first trocar inserted, hooked up pnuemo and the air was leaking from the top. They placed fingers over the trocar to stop the leaking during time other trocars were inserted. After device inserted into the trocar it stopped leaking. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.additional information:was there a drop in pressure? Yes if yes, did this affect the visibility of the surgeon? No.what was the gas consumption rate or volume (liter/minute)? Unk.were you able to identify where the leak was coming from? Yes.was a device inserted in the trocar during the leaking? No if so, what device? Stopped with device inserted through trocar.was any torque being applied to the trocar or device? No.